Event description:
The customer contacted physio-control to report that their device failed to deliver shock in AED mode. The patient involved in the reported event is deceased.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. The device data was downloaded and the reported issue was verified. The device and keylog was evaluated by a third party service agency (see communication log for service report). A review of the keylog and pco files show that 57 seconds after power on the analyze button was pushed, at one minute and six seconds after power on the analysis was complete and a shock was advised. At one minute and ten seconds after power on CPR was started, four second later the charge was completed. One second after the charge was complete, the charge was dumped by the user pressing the energy up button. The device was place in manual mode at on minute nineteen seconds after power on and the first shock was delivered manually at three minutes and eleven seconds after power on. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause of the reported issue is use error.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control performed a clinical review of the device data and determined device use may have caused or contributed to the adverse event due to use error. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock in AED mode. The patient involved in the reported event is deceased.